Event description:
An altitude alarm on the pump was reported by the customer, and despite this issue, the customer's blood glucose level did not exceed 500 mg/dl and remained unaffected. Initially, the customer's insulin was suspended due to the alarm condition, but technical support provided guidance to clean the speaker holes and reconnect the cartridge. Following this, the customer successfully resumed insulin delivery after waiting and confirmed that the alarm did not recur. Technical support provided additional tips for preventing altitude alarms, and the pump resumed normal operation.